Event description:
It was reported that during an attempted implant, the tested parameters were not ideal upon extension of the lead helix. The physician attempted to change positions, however the helix was unable to be retracted. The lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix extends and retracts smoothly with no anomalies.